Manufacturer narrative:
Us reporting agent notified on (B)(6) 2015. Manufacturing site eval: product not available for eval. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked. No deviations found. No similar incidents have been filed with products from this batch. The nose of the magazine is a very sensitive part of the product. It can be assumed that damage is caused by the user, maybe at the unpacking or at the installation to the applicator. Corrective/preventive action: not applicable.

Event description:
Country of complaint: (B)(6). During a laparoscopic case the plastic tip of the clip snapped off into the patient. The plastic was removed carefully from the patient and no part was left inside the patient.

Manufacturer narrative:
Manufacturing site evaluation: the tip of the magazine is broken off. The cartridge was analyzed visually by microscope. The fracture surface shows a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rapture. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and find to be according to specification valid at the time of production. No similar incidents have been filed with products from this batch / these batches. Based on the information available as well as a result of our investigation the root cause of the failure is most probable user related. The investigation illustrates that there are no technical errors causing the damage at the cartridge. It is possible that the damage was caused by the user, possibly during unpacking or during installation to the applicator. No corrective action is required.

Event description:
Correction: original submission indicated the device was not available for evaluation; however, device was received and has now been evaluated.